Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the battery will not charge. The customer stated there was no patient involvement.